Manufacturer narrative:
The device evaluation has started but is not yet complete. A follow-up report will be submitted after the investigation completed.

Event description:
On 28 may 2024, neo tract was made aware of a 68-year-old patient who underwent a pul procedure on the same day. The physician successfully placed three implants, while the 4th and 5th were unsuccessful. After the 5th implant, when the physician tried to remove the urethral end piece with grasper, it was observed that the needle, urethral end piece, and capsular tab stuck together. All loose pieces were successfully removed from the patient, and the procedure was completed without any adverse events reported. On 24 june 2024, an investigation carried out on device 3 revealed that 14 mm of the needle at the distal end was broken off and returned separately, and there were no missing fragments of the needle.